Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil was protruding out of the catheter. A 10mm x 25cm interlock -35 was used to embolize the internal iliac artery. During the procedure, the physician deployed two interlock coils successfully. When inserting the third interlock coil, difficulty advancing the coil in a 5fr 100cm non bsc catheter was encountered. It was then noted that approximately 2cm of the coil was protruding from the tip of the catheter and the interlocking arm of the coil and delivery wire became detached. The catheter and the coil were removed together as a unit. The procedure was completed with a different coil and the same catheter. A total of 5 interlock and 9 pushable coils were used. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual inspection was performed. The distal end of the coil was protruding from the catheter tip. The delivery wire was kinked at the proximal end, no other anomaly was noted. The delivery wire was inserted into the proximal end of the catheter and could not be advanced passed 22cm from the catheter proximal end. Several incisions were made along the catheter shaft in an attempt to remove the coil. The proximal end of the coil was removed stretched and covered in dried blood. The catheter was soaked in luke warm water in an attempt to remove the dried blood without success. The coil remained stuck in the catheter shaft due to being cemented to the inside of the catheter shaft as a result of dried blood. The dried blood was removed from the proximal end of the coil to continue inspection. The coil interlocking arm was not attached and had been pulled off. Weld indentations were visible on the coil. A microscopic inspection was performed. The zap tip shape and surface of the coil was smooth. The zap tip shape and surface of the delivery wire was smooth. The interlocking arm of the delivery wire was inspected and no damage noted. The delivery wire dimensions were found to be in specification. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
It was reported that the coil was protruding out of the catheter. A 10mm x 25cm interlock¿-35 was used to embolize the internal iliac artery. During the procedure, the physician deployed two interlock coils successfully. When inserting the third interlock coil, difficulty advancing the coil in a 5fr 100cm non bsc catheter was encountered. It was then noted that approximately 2cm of the coil was protruding from the tip of the catheter and the interlocking arm of the coil and delivery wire became detached. The catheter and the coil were removed together as a unit. The procedure was completed with a different coil and the same catheter. A total of 5 interlock and 9 pushable coils were used. No patient complications were reported.